Event description:
A 30 ml bd luer lock syringe has a piece of foreign material in the internal barrel where fluid is captured. It looks like a piece of plastic and seems to be adhering to the black rubber rip on the plunger.